Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 48 mg/dl following a bolus. Reportedly, customer's bolus settings were too high. Contact assisted customer treat bg with juice, glucose tablets, and food. Recommendation was made to consult with healthcare provider regarding diabetes management.